Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction of the image capture and the cable. The event can be prevented by following the instructions for use which state: warning regarding unexpected disappearance of endoscopic images or inability to unfreeze warning the following precautions should be strictly observed. Endoscopic images may disappear unexpectedly, or the freeze cannot be released during the examination. - do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - do not bump or drop this product. Water leakage may damage the product's internal electrical circuits. - when straightening the camera cable, a portion of the camera cable may become looped approximately 10 cm or less. When a loop of approx. 10 cm or less occurs, do not pull the camera cable forcibly, but release the loop while rotating the camera head and gradually straighten it out. Forcibly pulling on the loop may apply strong force to the camera cable, which may cause the camera cable to break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a poor-quality image during preparation for an unknown therapeutic procedure. There were no reports of patient harm.

Event description:
It was reported that the camera head had a poor-quality image during preparation for an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.